Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported the program is not showing on the screen and they were seeing an upper limit reached at 2.4v or 2.7v. During the call, the patient did not have their patient programmer (pp) to confirm the upper limit. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to have the programming added back on their pp. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.